Event description:
The facility representative contacted a technical service representative to report an ipump with "up error not working on keypad ". It is unknown when this event occurred, but occurred in central supply. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "up error not working on keypad " issue was not confirmed and not reproduced during product evaluation. However, service did confirm and replace a damaged keypad and the service documentation review confirmed its replacement. The cause was not identified. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.